Manufacturer narrative:
Product event summary: performance data collected from the programmer was received and analyzed. Analysis of the programmer logs was unable to confirm the customer comments of a pacing capture issue and data recording issue. The cause of the reported issues could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer experience. The base station passed all bench tests with sigma pace and successfully paired to the personal computer (pc) via bluetooth. Further analysis is expected to be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after performing an atrium implantation the left ventricle (lv) lead was checked using the programmers analyzer approximately one hour afterwards, at which point it was then noted that there were no changes in the sensed wave, or resistance values, but the pacing did not capture at 5v. The same results were noted for the right ventricular (rv) lead also. It was suspected that the cable was fractured so it was exchanged however there was no change in the data output. The possibility of a defect was considered as approximately one hour prior a threshold measurement was recorded with no change in the lead position however the data did not change. The programmer was then exchanged for another programmer model. When the threshold data was measured again under the same conditions the data output values were different. Measurements were then taken immediately using the analyzer of the other programmer under the same conditions of the previous programmer, but the 5v pacing was not captured. The device is expected to be returned for repair. No patient complications have been reported as a result of this event.